Event description:
It was reported that during a da vinci s surgical procedure, the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed was melting and arcing was observed. The surgical staff attempted to troubleshoot the issue by replacing the generators and the cable connecting the generator to the instrument. The instrument and tip cover were replaced with another mcs instrument and mcs tip cover accessory, however, the replacement tip cover also melted but no arcing observed. The site was able to successfully use a third mcs instrument and mcs tip cover accessory to complete to planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) concluded that the first issue of tip cover melting and arcing experienced by the customer was associated with a damaged mcs instrument. The fse arrived onsite during the case and observed that the mcs instrument first used in the case was physically damaged at the edge of the orange colored label on the instrument shaft. Additional engineering evaluation was performed per photographs provided by the fse and it was observed that the tube extension is dislodged from the main tube. The entire tube extension wall is circumferentially broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. No pieces are missing. Evidence is not conclusive, however, it appears that the damage was most likely due to excessive side loading or other type of mishandling. The second mcs instrument used in the case was inspected by the fse and did not appear to have any physical damage, although the tip cover installed on the instrument had a melted spot where the plastic meets the white insulation. The fse was unable to determine if the instrument had malfunctioned and caused the melting of if the customer incorrectly installed the insulin cover on the instrument (not completely covering the orange label). The customer indicated that the latter may have happened, but was uncertain. The fse found no issues with the system. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.